Manufacturer narrative:
It was reported that the event was related to the wound dressing and not related to an ethicon device. Therefore, this medwatch report is being voided.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/16/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) ¿.after tka procedure, pus secretion was occurred from wound. The doctor diagnosed as contact dermatitis by wound dressing (not ethicon product). What was the onset date, time from the index surgery? ¿almost pod7. Was medical intervention required to treat the patient condition?...treated a course of antibiotics. Results does the patient have known allergic history to medical device, food or medications?...no information. Vicryl patch test result is negative was there any allergy testing performed? If yes, results?...an allergy test was performed on (B)(6). Result is negative. What is the lot number of suture used?...no information.

Event description:
It was reported that the patient underwent a total knee arthroplasty / tka procedure on unknown date and the suture was used. Approximately on post-op day 7, the patient experienced a symptom like an allergic reaction and pus secretion from wound. The patient was diagnosed with contact dermatitis by wound dressing and required a course of antibiotics. On (B)(6) 2016, the allergy test was performed and a result was negative.